Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded and couldn't be flushed. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "unable to prime or flush the extension sets."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they are unable to prime or flush the extension. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e, lot number 20125766 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded and couldn't be flushed. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "unable to prime or flush the extension sets."